Manufacturer narrative:
The central processing unit was returned to failure investigation. The customer complaint was verified. The root cause was the failure of the annunciator ls1 due to contamination on the pc board.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6).

Event description:
It was reported to philips that the device gave the message check vent: backup alarm failed while in patient use. This event was reported to have occurred during patient use. The hospital replaced the device with another v60 device. No further medical intervention was reported. No delay in therapy was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device. The reported issue was not duplicated; however, the event log revealed "check vent: backup alarm failed" had been recorded. Following the evaluation of the device, the fse replaced the cpu pcba as a preventive measure. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.